Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 148 mg/dl and the sensor glucose was 98 mg/dl at the time of the incident. The current blood glucose was 140 mg/dl. The customer had trouble with the sensor it was telling that, customer was low actually he is not. It stopped at the middle of the night. It started last night when I got the threshold suspend and it kept going down even after eating. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 68 mg/dl. Suspend on low limit in sensor settings was 55 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.